Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a mistake / touch contamination, peritonitis with culture positive for gram negative organism and peritonitis with culture positive for gram positive organism in a female coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient made a mistake with touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was reported as the patient made a mistake with touch contamination. The patient was not hospitalized. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapies. An opinion of causality was not provided for the events of made mistake/touch contamination and peritonitis with culture positive for gram positive organism.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd884437 and gd883942 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).